Event description:
It was reported that there was a build up of plastic at the end of the patient line. The customer's blood glucose level 160 mg/dl. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.